Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13b04045 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional follow up information was received from the patient's spouse and peritoneal dialysis registered nurse (pdrn). It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient treatment was not reported. On an unknown date, while being hospitalized, the patient's pd catheter was removed due to peritonitis. As a result, the pd therapy was discontinued and patient was put on hemodialysis. Twenty days after the onset of peritonitis, the patient died due to cardiac arrest. According to the pdrn, peritonitis event was fully resolved prior to patient?s death. It was reported that the patient was not on the homechoice device at the time of death, nor did the patient experience an overfill event. It is unknown if an autopsy was performed. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.